Event description:
The reporter contacted animas on (B)(6) 2014 reporting an random occlusion issue. The reporter stated that the patient had a blood glucose (bg) of over 500mg/dl with abdominal pain/vomiting, extreme drowsiness/difficulty waking/confusion, and blurred vision. Customer support (cs) determined that the patient is not using device per IFU. This report is being made due to the bg excursion the patient experienced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.